Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing unexpectedly detached from the site. The patient's blood glucose level was at 385 mg/dl at the time of the event. The patient did not notice any damage when the package was first opened and the infusion set was replaced. No further information available.